Event description:
Information was received indicating that a smiths medical cadd legacy pump would not "build up pressure or alarm". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found keypad delaminated and lens was cracked. Review of device history log identified 8 high pressure alarms recorded. Functional testing included sensor testing. Sensor testing found the dso sensor non-functional (no alarm). The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused non-functional sensor.